Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative confirmed that he uninstalled and reinstalled the software.

Manufacturer narrative:
Device evaluation: a software analysis was completed. The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter information updated. Report source selection updated. Device evaluation: a medtronic representative (rep) went to the site to test and service the equipment. Upon investigation, the system would run slowly while in ear, nose & throat (ent) software until it shut itself down and rebooted. This happened in the load patient and navigation tasks. The rep opened the system's skins and confirmed all physical connections were solid. After consulting with technical services (ts), the old patient exams and old software versions were removed and the software was uninstalled and reinstalled. The system performed normally and tested successfully after the reinstall. The issue was resolved. The system passed the system checkout and was performing as intended. No hardware parts were replaced on the system.

Manufacturer narrative:
Initial reporter information was unavailable. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system was exiting consistently and would show a communication failure in the software which required a logout of the application. There was no patient involved. A medtronic representative (rep) reported that after re-installing the software the same behavior occurred again. The rep thought the issue was possibly the power cable and not the computer because the cable could not hold itself in when plugged into the wall.